Manufacturer narrative:
B6. Relevant tests/laboratory data - correction - inadvertently reported incorrect battery life percentage.

Event description:
Implant card was received noting the patient had a prophylactic battery replacement. The hospital the replacement took place is a no return site for explants. No additional relevant information has been received to date.

Event description:
Clinic notes for the patient were received and reviewed. It was noted that the patient is having worsening seizures and battery is depleted. Information was received from the patients mother that the seizures have increased and the physician was unable to interrogate the device. No known surgery has occurred to date. No additional relevant information has been received to date.